Manufacturer narrative:
Additional information received via email on 9-mar-2021: occurred during testing when the tech was performing a simulation. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received on (B)(6) 2021. Sample consist in one (1) cassette product from part number 21-7302-24, sample was received in used conditions inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: leak testing on the unit received was performed according to the procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? Rev. 121 section 1 ?leak testing procedure? Using the equipment uson leak tester lt-2-2-110 to detect leaks in the product. Results: the sample unit failed the 6 psi leak test. Functional testing: the sample unit was fill with colored water using a syringe following the IFU as10009799-002 rev 100 ?IFU, cassette, 21-7302? To detect any leakage. Results: the samples present a leakage in the union between pump tube and ay bag. The complaint is confirmed. The most probable root cause is that the cassette with leak in the ay bag was not properly segregate during leak test operation at the moment to re-tested the parts. The cause of the reported problem was traced to the manufacturing process. The following actions were taken - pm-1011 ?cassette leak testing, install ffp clip and luer capping? Was update from rev 120 to 121 on 15/apr/2021 under co-10115617 to clarify the steps during rejects in leak test operation, all rejects in 6 psi or 7.5 psi test are placed in scrap bin and no re-tested. The action was implemented after manufacturing date of the lot number reported.

Manufacturer narrative:
Corrected data: h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a smiths medical admin set was leaking where the tubing connects to the bag inside the cassette. No patient involvement.